Manufacturer narrative:
Section d6a: if implanted; give date: not applicable, as the lens was not implanted, not explanted. Section d6b: if explanted; give date: not applicable, as the lens was not implanted, not explanted. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was damaged from the manufacturer. It was stated that it was not sure what happened, but it was out of the cartridge and not fully in the eye. No further information was provided.